Event description:
The pt reportedly developed infection at the implant site caused by extrusion of internal device. Surgery to reposition for better seating of the device is being discussed. Advanced bionics is in the process of gathering more info; once more info is available, a supplement report will be submitted.